Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jucqx039 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jucqx039) have been reported from the same facility.

Event description:
It was reported that while injecting contrast dye during a radiology exam, the contrast dye "sprayed." The facility believes this occurred because the device became disconnected between the hubs, despite the tech physically checking the equipment prior to the exam. There was no patient injury.